Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the first diagonal sidebranch of the lad coronary artery, the maverick balloon ruptured at 6 atm's on the first inflation. The guidewire used was a balance, the guide catheter used was a 7fr brite tip, and the inflation device was an unknown type. No resistance was experienced with insertion or removal of the device. Lesion calcification and vessel tortuosity are unknown factors. The patient was asymptomatic with this event. The device was removed and discarded by the facility. No patient injuries or procedural complications were reported. The procedure was successfully completed (using another device) without harm to the patient. No other information is available at this time.